Manufacturer narrative:
Patient city: (B)(6). Patient country: mexico.

Event description:
Unomedical reference number (B)(4). Event occurred in mexico. It was reported that patient faced infusion set occlusion in tubing events on 25-apr-2024. The insertion site was at abdomen. The blood glucose level was over 312mg/dl. No further information